Event description:
It was reported that a symptomatic patient in hospital regarding a lead with intermittent loss of capture. Upon interrogation a decrease in r wave sensing was observed. The lead was explanted. Upon extraction, there was a dimpling effect noted midway between both coils with insulation discoloration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.